Event description:
The customer reported obtaining low sodium patient results on multiple dates involving their au680 clinical chemistry analyzer. On (B)(6) 2025, one patient had low na result and was not reported out of the laboratory. On 27feb2025, there were five patients also had low na results. Two patients¿ initial low results were reported out of the laboratory, however, those results were corrected later. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Only provided the results for two patients that occurred on (B)(6) 2025. MDR-1: this is for patient results generated on 26feb2025.

Manufacturer narrative:
The customer performed their own troubleshooting with the phone support of a beckman field service engineer and replaced sodium electrode to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case- (B)(4).